Event description:
Boston scientific received information that a red alert was detected for low out of range shock and pacing impedance measurements. It was also noted an inappropriate shock was delivered due to oversensing of noise. Lead fracture was suspected. No revision planned at this time. There were no adverse patient effects reported.

Event description:
Subsequently, additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones, and upon interrogation it was noted this crt-d reached end of life (eol). Possible device malfunction, and allegation of premature battery depletion. The decision was made to explant and replace this crt-d and associated rv lead.

Manufacturer narrative:
This cardiac resynchronization therapy defibrillator (crt-d) remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual analysis found no irregularities. Review of the memory log found there were multiple faults. The device recorded over 13,000 episodes, so the episode that had the shorted lead has been overwritten. There were two rv pacing impedance measurements of less than 100 ohms recorded. An x-ray was performed, which revealed the plasma fuse was open. The open plasma fuse, and the device declaring eol, is consistent with external shorting of the lead(s) during a charge, which is known to cause internal damage to the device. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage. Therefore, no further testing was performed. Initial allegations of oversensing, low shock impedance and inappropriate shock not confirmed through analysis.